Manufacturer narrative:
(B)(4), (surgical revision, hernia recurrence ). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was repair hernia inguinal (left). The patient has had surgical revision, adhesion, hernia recurrence, bowel perforation, and chronic abdominal pain.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced mental pain, pain, suffering, device defective, disability, impairment, loss of enjoyment of life, adhesion, bowel obstruction, hernia recurrence, bowel perforation, and chronic abdominal pain. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.